Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, one patient was implanted with restorelle directfix anterior mesh. Later the patient experienced bladder pain, pain with urination and sitting, pressure in the lower abdomen and genial region, incomplete and difficult bladder emptying, straining to have bowel movements, vaginal tenderness, mesh erosion, secondary prolapse, dyspareunia and urinary tract infection following revision surgery. Vaginal estrogen therapy and antibiotics were prescribed. Cystoscopies, removal of mesh, laparoscopic exploration, excision of eroded bladder foreign body and cystotomy repair were performed.